Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from the chamber of her infusion device, she pulled the cartridge out and half a cartridge of insulin spilled inside the chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.